Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope due to occasional dropped beats during ventricular fibrillation (vf) episodes on the right ventricular (rv) lead. No reprogramming or intervention was done and the lead remained in use. The patient passed away later the same month.